Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that chamber port tubing was twisted at the tube insertion. The reported condition was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was leaking from between the tubing and the drip chamber. This issue was further described as, ¿tubing appears to be folded in on itself so that it was not fully adhered to the wall¿ and ¿leak occurred at the hub of the drip chamber¿. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.